Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4) lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an inter-phalangeal left great toe fusion on (B)(6) 2016. On an unknown date at a routine follow-up, an x-ray was taken and it was discovered that the implanted screw was broken. It was also noted the patient has less than desirable treatment outcome related to fusion. The patient was returned to the operating room on (B)(6) 2016 for the removal of the broken screw. The screw had broken into two pieces, and both pieces were removed which was confirmed by intraoperative x-ray. Following the removal of the screw, the patient was revised to a non-synthes product. There was no reported surgical delay, no fragments left in the patient, and the procedure was successfully completed. The patient status was reportedly stable following the procedure. This is report 1 of 1 for (B)(4).